Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported removing the lifevest due to a large skin irritation under both rear therapy electrodes on her back. The skin was reported to be red and hot. During a follow up the patient reported that she spoke to her doctor and he instructed her to remove the lifevest for the night to allow the skin to breathe. During a subsequent follow up the patient reported that her skin was still sensitive but had greatly improved. No allegation of a device malfunction.